Event description:
A journal article was received titled: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134. Reportedly: late postoperative complication which required secondary surgery in two patients who experienced tenderness over the fascia lata due to long helical blade and underwent blade removal. Device was reported as synthes product. A copy of the journal article is being submitted with this medwatch. This report is for a nail of the pfna system. This is 2 of 4 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: 2010. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.